Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements resulting in high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) suggested replacing the lead. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements resulting in high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) suggested replacing the lead. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the physician discussed potential risks associated with high out of range shock impedance measurements with the patient, and discussed the option of lead replacement. The patient refused lead replacement at this time.